Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable investigation result of clip premature deployment at an unknown anatomy location. Block h11: a resolution clip clipping device was received for analysis. Visual inspection of the returned device revealed the clip assembly attached and after a functional inspection the device was able to perform the tortuous path without any restriction and the blue grip could move without any issue. Additionally, when tried to open the arms a soft deployment was detected. No other problems were noted. The reported complaint of clip failure to advance was not confirmed since the device advanced through the tortuous path without any restrictions felt during the functional testing. However, during product analysis a soft deployment was found. These could have been caused during the insertion of the device into the scope or when the physician tried to grasp the tissue. The joint capsule-bushing may have been detached due to an external force that hit this joint. This could be due to the physician's technique, the anatomy location, or any hits on this joint during preparation that were not noted at the time. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip clipping device was used in a procedure performed on (B)(6) 2024. During the procedure, the trouble was with sliding the blue piece forward to push the clip out the end of the tubing. They took the clip out of the scope and tried it again and it still was difficult to slide the blue piece to expose the clip. The procedure was completed with another resolution clip clipping device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: clip premature deployment at an unknown anatomy location. Please refer to block h11 for full investigation details.